Manufacturer narrative:
This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available.

Event description:
It was reported, the advance 35 lp low profile balloon catheter was found to be kinked in the mid-part of the device while still in the package. Sharp edges were observed. Another brand of balloon catheter was used to successfully complete the angioplasty with stenting procedure. The complaint device never made patient contact. No adverse effects were experienced.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Investigation evaluation. A review of the complaint history, device history record, instructions for use (IFU), and quality control of the device was conducted during the investigation. The complaint device was not returned; therefore, no physical examinations could be performed. However, a document based investigation evaluation was performed. There is no evidence to suggest the product was not made to specifications. A review of the device history record shows no nonconforming events which could contribute to this failure mode. It should be noted there were no other reported complaints for this lot number. Furthermore, a review of the design history file and quality control procedures was conducted, and no gaps were discovered. Moreover, an IFU is provided with the device, which states instructions to inspect the device upon removing it from the package to ensure no damage as occurred. Based on the information provided, no product returned and the results of our investigation, investigation has concluded that this device was likely damaged during transport or storage of the device. We will continue our monitoring of similar complaints and have notified the appropriate personnel of this event. Per the quality engineering risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.